Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument stopped responding, it was not grasping or rotating. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the complaint. One pitch cable was derailed and loose at the wrist. The housing was removed to find one pitch cable derailed form the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. Failure analysis also observed that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.